Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was returned in a bag. The lock out assembly has been removed. The plunger is advanced outside the tip of the device, the plunger is not fully advanced. Viscoelastic is dried in the device. No damage or abnormalities observed. The iol was returned loose inside the same bag. Solution is dried on the iol. Both haptics are intact. The optic has loose fibers and particulate. A piece of paper was also returned. The product investigation could not identify the root cause for the reported complaint lens stuck to cartridge as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of a intraocular lens (iol) stuck to cartridge . Additional information was requested.